Manufacturer narrative:
Immucor technical support used a remote electronic connection method on (B)(6) 2017 to assess the instrument test well images in question, which appeared visually negative. An immucor field service engineer (fse) visited the customer site to assess the testing instrument in question on (B)(6) 2017. The fse found the instrument in question to be operating as expected.

Event description:
On (B)(6) 2017, a customer reported an unexpectedly negative antibody identification on a galileo echo instrument.